Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 venflons pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: I have used pvk twice yesterday - both times with leaks in the back, exactly as described earlier. However, the leak can be stopped by tightening the plug harder than we usually do.

Event description:
It was reported that 2 venflons pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: I have used pvk twice yesterday - both times with leaks in the back, exactly as described earlier. However, the leak can be stopped by tightening the plug harder than we usually do.

Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. The photo returned shows the top web of the product. However, due to poor quality of photo, the batch number cannot be read. A device history record could not be evaluated as the lot number is unknown. As no sample was received a thorough investigation could not be performed. The complaint will be reopened if a sample is returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.